Event description:
It was reported that that customer had a button error alarm on the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer stated that the buttons are mpt working and that "button error" cannot be deleted. The patient replaced the insulin pump. No further details given.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. The device had minor scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.